Event description:
It was reported that the lead was observed to be wrapped up in the superior vena cava due to possible twiddler syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.